Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 3002806535 - 2018 - 00580, 3002806535 - 2018 - 00582. Concomitant medical products: 159541, oxford bearing, lot 2741967, 161468 oxf twin-peg cmntd fem sm PMA, lot 2893453. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
It was reported that a patient experienced moderate pain, some problems with performing usual activities, and no problem walking about 6 months post implant and moderate pain, some problems walking about and with performing usual activities 1 year post implant. No satisfaction ratings provided. Attempts have been made and no further information has been made available at this time.